Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Event clarification received: the tissue pad was fell off outside the patient. The portion will be also returned with the device.

Event description:
It was reported that during an open unknown procedure, the clamp arm came off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #k91w87. The device was returned with the clamp arm fully detached from the device ant it was returned with the device. The tissue pad was found in good physical condition and properly attached to the clamp arm and not detached as reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history records were reviewed with no anomalies noted during the manufacturing process.